Manufacturer narrative:
H3: product analysis of part # 5584150, lot # ct15c072 visual examination of the returned instrument confirmed the shaft has broken away from the handle. Optical inspection revealed metal shearing around the weld joint of the counter torque. This type of damage is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal product that is used in r einsertion operation spinal surgery for post operative infection. It was reported that the device was broken during final tightening. No further complications were reported. 2023-nov-16_ared (rep): additional information was received via manufacturer representative that there is no allegation/malfunction associated with initial implanted mdt product and infection is also not related to medtronic implant.